Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.